Event description:
It was reported that the zimmer air dermatome ii skipped and produced an unacceptable graft. Add'l clinical f/u from customer indicated the graft was patchy. It was also reported that the psi was initially too low (setting unk); however after correcting the psi to 120, the graft looked the same. No add'l donor graft harvest was required. There was no report of increased surgical time, pt harm, or medical intervention. It was also reported that there were add'l devices available, but the surgeons utilized the same device throughout the case.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicated that the device was manufactured on 05/04/2012 and was last repaired on (B)(4) 2013. Eval of the device observed that the master blade was not flush. Prior to repair, the device was within calibration specs at all settings. During repair, it was observed that there was some discoloration of the gears and grease in the device. It was also observed that the neck of the device was damaged during disassembly. Lack of a properly located control bar most likely caused the customer's event to occur. Improper handling most likely caused the control bar and the master blade to not be flush. The device was serviced and returned to the customer.